Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant to close a left atrial appendage (laa) using a 12f amplatzer torqvue 45x45 delivery system. The left atrial pressure at the time of procedure was greater than 12mmhg. The patient's activated clotting time (act) level during the procedure was greater than 400 seconds. No pericardial effusion was noted prior to procedure. The location of the transseptal puncture was midsuperior and mid. The device was attempted to be implanted, but it was deemed to be too large for the laa. The device was partially recaptured 3 times. The device was exchanged for a 22mm amplatzer amulet left atrial appendage occluder, and the delivery system was not exchanged. The 22mm occluder was implanted after 2 partial recaptures. It was reported that there was no difficulty implanted the device. Approximately 2-3 minutes after the device was implanted, the patient's blood pressure decreased. On transesophageal echocardiography (tee), an apical pericardial effusion measuring 8-10mm was noted. A pericardiocentesis was performed, and approximately 150ml was removed. A reversal agent was provided to reverse heparin. The patient was moved to the unit in stable condition without any further drainage. It was reported that there were multiple wire exchanges during the procedure. The cause of the pericardial effusion was unknown.

Manufacturer narrative:
An event of low blood pressure/ hypotension and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Based on the information received, the root cause of the reported incidents could not be conclusively determined. The reported improper or incorrect procedure or method appears to be related to user used the same delivery system for both the 25mm amulet and 22mm amulet. However, this deviation did not contribute to the reported incident. In addition, the user was aware about not following the IFU warning. Therefore, a letter will not be sent out. Please note per the amplatz laa occluder instructions for use (IFU), "warnings: if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction. If the device needs to be retracted after this point, the device and sheath must both be removed and replaced."h6 medical device problem code: code 2993 removed.

Event description:
It was reported that on 25 september 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant to close a left atrial appendage (laa) using a 12f amplatzer torqvue 45x45 delivery system. The left atrial pressure at the time of procedure was greater than 12mmhg. Heparin was administered during the procedure, and the patient's activated clotting time (act) level during the procedure was greater than 400 seconds. No pericardial effusion was noted prior to procedure. The location of the transseptal puncture was midsuperior and mid. The device was attempted to be implanted, but it was deemed to be too large for the laa. The device was partially recaptured 3 times. The device was exchanged for a 22mm amplatzer amulet left atrial appendage occluder, and the delivery system was not exchanged. The 22mm occluder was implanted after 2 partial recaptures. It was reported that there was no difficulty implanted the device. Approximately 2-3 minutes after the device was implanted, the patient's blood pressure decreased. On transesophageal echocardiography (tee), an apical pericardial effusion measuring 8-10mm was noted. A pericardiocentesis was performed, and approximately 150ml was removed. A reversal agent was provided to reverse heparin. The patient was moved to the unit in stable condition without any further drainage. It was reported that there were multiple wire exchanges during the procedure. The cause of the pericardial effusion was unknown.